Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac confirmed that the unit was likely faulty based on the second device functioning properly with the same tubing. However, when tac recommended the customer return the device for evaluation, the customer declined and noted that she would have her own biomed take a look. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus high flow insufflation unit was not insufflating during a procedure. According to the initial reporter, she changed out the faulty unit for another of the same model and were able to successfully achieve insufflation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
D4: the serial number provided was incorrect. Multiple attempts were made to the customer to verify the serial number, however, no response was received from the customer.the information included in these field was inadvertently omitted from the initial medwatch report. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, probable causes of the device not insufflating include: failure of the electro-pneumatic proportional valve. Manifold unit failure. Failure of the main board. A final root cause of this event was unable to be identified, as the device was not returned. Olympus will continue to monitor field performance for this device.